Event description:
Implant card was received indicating that the patient had a battery replacement. The explanted device has been received. No other relevant information has been received to date.

Event description:
Generator product analysis was approved. There were no performance, or any other type of adverse conditions found with the pulse generator. Pa did not confirm a reed switch failure. It is likely that the reed switch became 'unstuck' between the event date and date of product analysis. The decoder review confirmed a reed switch malfunction occurred while the device was implanted in the patient. Product analysis not replicating this malfunction in the lab does not indicate that the malfunction did not occur previously. Replicating the device failure in pa is not a criteria for meeting the limited investigation criteria for historical data analysis investigation. As the pi states "note that m1000 generator reed switch failure may not be duplicated by pa. Previous affected reed switches have re-opened some time between explant and being received into pa." No other relevant information has been received to date.

Event description:
It was reported that patient went in for an MRI, the device was disabled before procedure. When trying to re-enable the device, error code 128 and 254 were being shown during diagnostics. It was later confirmed that wand batteries had been changed, and a hard shutdown had been performed on the programmer. The wand was re-positioned multiple times and the patient changed positions multiple times in between interrogations. It was later reported that patient was experiencing increased seizures and not perceiving stimulation. Error code 254 was seen during interrogation again and they were unable to run diagnostics. The patient has been referred to neurosurgeon. Decoder review was completed and it was concluded that the device has been in a stimulation inhibited state since 08/29/2022 and historical data analysis suggests that a reed switch malfunction is the most likely cause. Device history records were reviewed. The device passed all functional and quality testing prior to distribution. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Type of investigation :b20